Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive and required excessive force to elicit a response. All of the other keypad buttons respond appropriately and spring back or click normally. There was evidence of keypad contamination found under the key contacts and no hypersensitive or inverted keys were observed. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up, down, and ok buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.